Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: manufacturer's narrative - additional information. D9: device availability- device evaluation. H2: additional information/device evaluation - additional information. H3: device evaluation - device evaluation. H6: additional codes - additional information.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs and bin file was performed and signal loss over one hour was not found for serial number (B)(6) as there no data within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs and bin file was performed and signal loss not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable based on voltage check passed. No injury or medical intervention was reported.